Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, was pulled back and coiled up in the pocket. It was also reported that the patient experienced pocket stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.